Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during the lobectomy surgery, after fired, noted the staples malformed. Considering malformed staples and incomplete cut line may cause serious complications such as bleeding and leakage. Changed the new cartridge to re-do anastomosis.